Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was in his car, in line to pick up his daughter from school, when he experienced a seizure and hit the car in front of him. During the time the patient was having a seizure, the cgm was displaying 80 mg/dl. Emergency medical services (ems) was called and his bg per ems was 32 mg/dl. He was treated with oral glucose as the paramedics were unable to start an IV, transported to the hospital and admitted for four days. An IV was started once he arrived at the hospital; no other specific medical intervention information was provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.